Event description:
Reporter noted patient required anterior vitrectomy (reason not provided) during cataract procedure. Three vitrectomy probes were used, but device would only irrigate, would not cust or suction. Unable to trouble shoot by phone. Patient's procedure had to be completed manually. This prolonged procedure for 90 minutes. Patient recovered from surgery without further complications. Outcome reported as good.

Manufacturer narrative:
Waiting for evaluation results.